Event description:
It was reported that a nurse, in-training in the use of the starclose se device, attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the starclose se clip was deployed uneventfully; however, some bleeding was observed at the patient's groin. Manual compression was applied for approximately 2 minutes. There was no adverse patient effect. Though requested, no additional information was provided.

Event description:
It was reported that during a sleeve gastrectomy procedure, during the fire of the 4th reload (blue), in the third squeezing of the firing trigger there was a "crunch" noise and it was clear to the surgeon there is a problem. After the surgeon opened the device the last third of the staple line was not good. The staples were not in the b shape and did not hold the tissue and the knife did not cut well. It was not reported how the procedure was completed. No adverse consequences reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Manufacturer narrative:
(B)(4).